Manufacturer narrative:
The system and the microscope light source were inspected by a service tech. The device operated within specification. The product labeling provides info regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to minimum and taking precautions to cool the surgical field. The manufacturer recommends using the aperture setting to limit unnecessary exposure of tissue surrounding the incision site.

Event description:
An adult pt received a third degree burn approx 1.5cm in size on the auditory nerve while the pt was undergoing a 7-hour surgery to remove a tumor from the base of the skull. During the surgery, the area was exposed for 4-5 hours with the light intensity set at 90%. Per dr. , a surgical drape was used during the procedure.